Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Robustness testing of the received o2 and air gas module has not reproduced the described customer issue. Evaluation of the received device log shows matching events between (B)(6) 8, at 09:38 and (B)(6) 8, at 15:56, several alarms for high o2 concentration. Airway pressure alarms were also generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module, but the root cause has not yet been fully established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings.

Event description:
Manufacturer ref. #: 1917mcc1731.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).